Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl and after 500 mg/dl. They reported that the insulin pump was not going through his body and was not giving enough insulin. The customer declined troubleshooting. The insulin pump not be returned for analysis.